Manufacturer narrative:
Device evaluation; two break sites were visible on the handle screw gear (fail). A slight kink was noted on the hypotube underneath the breaks site (fail). No further damage was evident to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was planned to be implanted in a patient for the endovascular treatment of a 5.5cm abdominal aortic aneurysm. It was reported that during the index procedure the grey section of the deployment system was snapped and device would not deploy. The procedure was completed successfully using another stent graft system. The physician has indicated the cause of the event as a manufacturing error. No additional clinical sequelae were reported and the patient is fine.